Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. Unit was received with missing segments/partial display due to moisture damaged electronic assembly on pcb1. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was 150 mg/dl / unknown at the time of the incident. Customer will return device for analysis.